Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. At the time of the event, the patient was using an omnipod 5 insulin pump. On (B)(6) 2026, while at work, the cgm displayed a glucose reading of 100 mg/dl. At approximately 12:30 p.m., the patient was notified by his spouse that the follow app showed a glucose value of 77 mg/dl. In response, the patient consumed orange juice; however, the cgm reading continued to decline and reached 44 mg/dl. The patient reported not having a bg meter available to perform a confirmatory fingerstick measurement. The patient developed symptoms of nausea and experienced a seizure, prompting his employer to contact emergency medical services (ems). Paramedics arrived within approximately five minutes and obtained a fingerstick blood glucose (fsbg) measurement; however, the patient could not recall the exact value, stating it was believed to be higher than 44 mg/dl. The patient was treated with oral fast-acting glucose and transported to the emergency room (ER). At the ER, an additional fsbg measurement was performed, though the patient could not recall the value. The patient also underwent an MRI, during which the cgm sensor was removed, and received oral ondansetron (zofran) for nausea management. The patient remained in the ER for approximately three hours and was discharged at around 4:00 p.m. Upon returning home, the patient inserted a new sensor and obtained a fsbg reading of 244 mg/dl, with the cgm displaying a matching value of 244 mg/dl. The patient reported improvement in symptoms following discharge. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.